Manufacturer narrative:
The explanted devices will not be returned to bsn for eval as they were discarded by the medical facility.

Event description:
A report was that the pt's precision system was explanted due to an infection. Following the implant of the precision system, the pt had a pain pump implanted. The pain pump was reported to be the cause of the infection.